Manufacturer narrative:
The previously submitted report had the incorrect aware date. The correct aware date for the event is 2026-apr-29. Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2019 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug, fentanyl, and bupivacaine via an implantable pump. It was reported that a the nurse expected 3.7cc and pulled 13cc during a refill on (B)(6) 2025. The nurse expected 4.2cc and pull 16cc during a refill on (B)(6) 2025, patient denied changes in pain relief or symptoms of withdrawal. On (B)(6) 2025, the nurse expected 3.7cc but pulled 5cc. During a refill on (B)(6)2026, the residual volume was within expected range. A catheter access port (cap) contrast study was performed on (B)(6) 2026, and failed due to inability to aspirate. A 2-step wean was started (a decrease sc fentanyl by 160mcg on (B)(6) 2026, a decrease sc fentanyl 14mcg on (B)(6) 2026, and a decrease in sc fentanyl by 7mcg on (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2019, product type: catheter. Section d: information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6) ubd: 06-dec-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.